Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was determined the cause of the issue was the loose battery pins (connector). The battery pins were replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker provided the customer with a repair quote; however, the customer declined to have the device repaired. Stryker returned the device to the customer without performing any repairs. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.